Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was punctured. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position and fully covered per the sealant sleeves. No abnormal condition was observed on the sealant sleeves. No catheter sheath introducer was returned for this evaluation. The balloon was found deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An inflation/deflation functional test was performed. During this evaluation, a leak was identified, indicating a loss of pressure due to a micro tear in the balloon. A high magnification evaluation was executed to assess the balloon. During this analysis, a micro tear was noted in the balloon. A review of the manufacturing documentation associated with lot f2501703 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since the functional analysis demonstrated a leak and the microscopic analysis confirmed that a micro tear was the cause of the leak. The exact cause of the issue experienced could not be determined. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was punctured. There was no reported patient injury. The device is being returned for evaluation.